Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was 583 mg/dl with small levels of ketones. The contact indicated that the health care facility would be contacted for assistance regarding diabetes management. During a follow up call on the same day, it was indicated that the customer administered a manual injection and blood glucose level had come down. Reportedly, the contact stated that the customer's bg level would continue to decrease and the customer was feeling fine.